Event description:
It was reported that during engineering evaluation, it was discovered that the craniotome device had a bent tip. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was bent and had been drilled into. It was determined that the burr was improperly loaded into the attachment and then installed onto the drill. As a result, the burr did not seat properly in the locking chamber. The device was then forced into position which places the distal tip of the burr in compression, and the tip of the burr was in direct contact with the tip of the device. When the drill was started, the burr drilled into or through the tip of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow the directions for use, which is misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.